Manufacturer narrative:
Patient's weight unk. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to extract a right ventricular (rv) ICD lead due to non-function. The lead was prepped with a spectranetics lead locking device (lld) to maintain traction during the procedure. The physician then used a spectranetics 14f glidelight laser sheath along with a spectranetics medium visisheath dilator sheath. He proceeded down into the subclavian vein and into the left innominate vein. As the glidelight device reached the superior vena cava (svc)/innominate junction, the patient's blood pressure dropped. A hemothorax was noticed on imaging and a rescue balloon was deployed immediately. The cardiothoracic (CT) surgeon was called in and a sternotomy was performed. Two svc tears approximately 4-5 mm long were discovered and were successfully repaired. The physician attempted to unlock the lld from the rv lead and was unsuccessful; the rv lead, along with the lld, were cut and capped and left in the patient (reference MDR #1721279-2021-00162). The patient survived the procedure. This report captures the glidelight device which was in use and svc perforations occurred, requiring intervention. There was no alleged malfunction of the glidelight device in use during the procedure.